Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo.

Event description:
It was reported that patient presented after hearing a device alarm. It was determined that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to short interval counts (sic) and non-sustained ventricular tachycardia (vt) episodes. The device was interrogated prior to intervention and no irregularities were noted. The rv electrogram was monitored while manipulating the device under the skin, in which no artifact was detected. The physician elected to keep the system as is, and closely monitor the patient going forward. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the inner tubing of the lead developed a breach due to a depression while in vivo. There was blood on the distal conductor of the lead and it was not obstructed. The overlay tubing of the lead was extrinsically breached due to a cut. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. Analysis of the device memory indicated an integrity alert, and oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst noted that the lead integrity alert (lia) occurred on (B)(6) 2014 and there were 709 short interval counts (sic) occurred on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).